Event description:
Please note: date of event unknown. On october 27, 2006, it was reported to boston scientific corporation, that a procedure using a flexima biliary stent system occurred.according to the complainant, an attempt was made to advance the device using a jagwire. Resistance was encountered when advancing the device to the delivery site. Strong resistance was felt while pulling the guide catheter. The guide catheter separated when the physician applied more force; no component detached within the patient. The patient's anatomy was "not particularly tortuous." The device was removed and another flexima biliary stent system was used to successfully complete the procedure. There were no complications and the patient's condition was reported as "ok."

Manufacturer narrative:
The lot number is unknown; consequently, the manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.